Manufacturer narrative:
Section a2: patient information was requested but not provided. Manufacturer's investigation conclusion: a specific cause for the suspected gastrointestinal bleeding could not be conclusively determined through this investigation. Elevations in pump power/estimated flow associated with pulsatility index events, along with low flow alarms, were confirmed via the submitted log file data; however, specific causes for the changes in pump parameters cannot be conclusively determined. The submitted log file contained data spanning from (B)(6) 2021 at 09:34:23 to (B)(6) 2021 at 13:33:21, per the timestamp. A total of 2 low flow alarms were captured on (B)(6) 2021 when the estimated pump flow was calculated to be below to threshold of 2.5lpm. Intermittent elevations in pump power/estimated flow associated with pulsatility index events were captured on (B)(6) 2021 to (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. No other notable alarms or events were captured. The patient remains ongoing on (B)(6) and no further events have been reported at this time. Additional information was requested from the account; however, none has been received at this time. The heartmate ii left ventricular assist system instructions for use (rev. C) lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 of this document also addresses pump speed, power, flow, and pulsatility index. This section explains that pump power is a direct measurement of motor voltage and current and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Changes in pump speed, flow, or physiological demand can affect pump power. Section 4 states that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. Section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in section 7. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing high power spikes with pi events and also noted to have low volume status. Technical services reviewed the log file and noted a few unsustained power and flow elevations. The log file also captured two low flow events on (B)(6) 2021. The patient presented to the hospital with low hemoglobin and the site suspected a gastrointestinal bleed which the patient was being worked up for.